Event description:
The customer reported that while processing an hbsag microwell plate on osp, the technician reported that a syringe dispensed fluid outside the target well. No error was generated. No death or serious injury was associated with this incident.